Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient presented with complaints of shortness of breath and fever with chills. Cultures were taken and came back positive for infection. An echocardiogram revealed probable vegetation on the right ventricular lead. The system was removed and patient was fitted with a life vest. Patient's condition was stable.